Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: on three different occasions, the patient's cobalt and chromium levels were elevated. The patient was then revised for pain, cognitive issues, and elevated metal ions. Gray stained synovial tissues was found in the joint, as well as trunnion corrosion, which was cleaned. The stem and shell were well fixed, both left intact. The head and liner were exchanged. Upon completion, there was excellent rom, no impingements, and no complications. Post implantation lab work show the chromium level was slightly high but the cobalt level was normal. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02928.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 years post implantation due to pain and elevated metal ions. During the revision, scar tissue, gray staining on tissue and corrosion to trunnion and head were found. The head and liner were replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.